Event description:
Medtronic received information of a phrenic nerve injury during a cryoablation procedure. Phrenic nerve injury occurred during the first ablation in the rspv after completing the isolation of the ls, the li, and the ri pulmonary veins.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 12 injections were performed with the catheter. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.